Event description:
Reporter stated that patient had modified and scheduled a doctor's appointment, due to higher than normal results (150 mg/dl - mg/dl; normal blood glucose not provided) obtained on the suspect device. Reporter stated that patient's that patient's blood glucose was measured, using physician's device, with a result of 100 mg/dl. Within minutes, patient reportedly retested blood glucose, using the suspect device, and obtained a result of 270 mg/dl, no patient injury was reported nad no treatment was received. Quality control testing had not been performed on the system. At the time of the comparison, patient's meter was improperly coded. Technical support requested the return of the suspect product and replacement product was shipped.